Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to tissue reaction likely resulting from the corrosion/oxidation between the components.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to likely be due to external factors. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." As well as "fretting and crevice corrosion can occur at interfaces between components."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.